Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a dialysis catheter. The customer stated that there was a leak in the y junction (bifurcate). The catheter was placed approximately two years ago and removed on (B)(6) 2015 due to the leak. The dwell time of the catheter was approximately 2 years. The catheter was cleaned with yodopovidone (water based 8%). No patient injury or medical intervention.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample consisted of one 14.5 fr palindrome with slots, heparine coating and anti-microbial sleeve catheter, 19 cm implant length and 36 cm oal. After a visual inspection was performed, a hole was found on the joint of the catheter, between the hub and the anti-microbial sleeve. During a functional testing (underwater test), bubbles were detected coming out below the hub, from both the arterial and venous lumens. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. The catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks, scrapes or cuts which could impair its performance. There were no issues noticed prior to using the device. The device was used for approximately 2 years; therefore the device was more likely damaged during use. The most probable root cause can be due to improper use of cleaning agents. The device involved in this event was manufactured before the implementation date of actions related to a corrective and preventative action. It was determined that this event will be addressed by the CAPA and no additional actions are required. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.